Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston was stopping before it could fully rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: multiple rewinds were successfully performed with no short stoppage of the piston rod. Load cartridge and prime steps were performed successfully. No alarms related to the compliant were found in the pump's alarm history. The pump was exercised for 24hrs with no alarms duplicated. The pump was opened and no evidence of debris was found on the lead screw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.